Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer is calling via phone to troubleshoot the meter. The insulin pump fell off the customer's pants and alarmed motor error. Troubleshooting was performed on the insulin pump. The customer reported the drive support cap is protruded. The customer's blood glucose is 160mg/dl. The insulin pump will return for analysis.